Manufacturer narrative:
(B)(4). The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported right side ¿implant with attached capsule,¿ and ¿calcified capsular tissue.¿ patient¿s representative reported infections, pain, and had patient been advised that implantation was associated with even the slightest risk of developing alcl and or bia-alcl they would have not proceeded with the implantation of the product. The device has been explanted.